Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for a compromised force sensor system during the tubing fill. The insulin pump was not dropped or bumped, but the drive support cap was loose. It was advised that the customer revert to a back up plan and discontinue use of the insulin pump. The blood glucose reading was 124 mg/dl.